Event description:
It was reported that the preparation of a mini trek rx (1.5 x 15 mm) was completed according to the instructions for use. During a heavily tortuous, moderately calcified, de novo, mid, right coronary artery interventional procedure, during pre-dilatation, a mini trek rx (1.5 x 15 mm) balloon delivery catheter was advanced without difficulty, inflated on the first inflation to 8 atmospheres (atms), and on the second inflation the balloon ruptured at 8 atms. The mini trek rx (1.5 x 15 mm) balloon and balloon delivery system were removed without difficulty. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the balloon rupture. Based on visual and functional analysis, as well as scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, review of the complaint history of the reported lot did not indicate a manufacturing issue. The sem report determined that the balloon failure was likely attributed to mechanical damage to the outer surface of the balloon. In this case, it is likely that the balloon interacted with the tortuous and calcified lesion during inflation attempts, such that the balloon material became damaged (scratched) and ruptured as a result. Based on the information provided and the analysis of the returned product, the reported complaint appears to be related to circumstances of the procedure and not a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.